Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display, post-reset ram crc error, history pointers failed and trace pointers are invalid from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they woke up with a blank display. The customer stated that they changed the battery and there was a blank display. The customer stated that the pump error did not occur during rewind, load reservoir or fill tubing process. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin pump error alarms noted during testing device passed self-test. No unexpected blank display noted. Device received with cracked keypad overlay at select button, cracked case at battery tube side and scratched case.